Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B1: product problem box checked.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02334 and 3006705815-2024-02335. It was reported that during a spine surgery the ipg was damaged, and the leads were cut at the ipg. Surgical intervention may be pending to address the issue.